Event description:
Customer reported via phone, he was hospitalized due to low blood glucose of 30 mg/dl. Low occurred as he had given himself insulin and accounted for food and then forgot to eat. Customer stated he was now attempting to reconnect to the insulin pump but it had alarmed battery out limit. Customer's current blood glucose was over 300 mg/dl. Troubleshooting was performed and it was normal activity for the device as the battery was out of the device for greater duration allowed by the device. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.